Manufacturer narrative:
(B)(4). Batch manufacturing records of nw2777/t8038 reviewed for any process deviation but no deviation was observed. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was received: were all the suture strands breaking while use on the patient during suturing? Yes. Was procedure completed successfully? And how? Yes. It was episiotomy repair, doctor complete the procedure with catgut.

Event description:
It was reported that the patient underwent episiotomy repair on (B)(6) 2019 and suture was used. During the procedure, the suture broke when knotting. The procedure was completed with a different suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional: 01 intact unit was received as a complaint reference sample for code nw2777 lot t8038. The foil pack was visually inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. The received reference sample opened and visually inspected. The primary pack was opened, and suture and needles were found intact. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, but no such defects were observed. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The suture then tested for knot pull tensile strength test and found to be meeting specification requirement. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. The complaint is related to breakage suture, knot pull tensile strength test is applicable and is a measurable parameter. Five retain samples were subjected to knot pull tensile strength test to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the in-house average knot pull tensile strength requirement. All the individual as well as average knot pull values along with reference sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4).